Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. However, the insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.

Event description:
The customer's husband reported via phone call that the customer's pump got wet in the rain and the button was no longer working. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer did not get to test but the paramedics told him that his blood glucose was in the 400's mg/dl. Customer was hospitalized on (B)(6) 2015. Customer's blood glucose was 122 mg/dl at the time of the emergency room visit. Customer's husband could tell that her blood sugars were high. Customer was later released and treated. Customer was off the pump prior to the emergency room visit since 9:30 pm. Customer was treated and released. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.